Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Death is listed in the xience v everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011 the 3.0x28 xience v stent and the 3.5x28 xience v stent were implanted in the mid left anterior descending coronary artery (lad) and one 3.5x18 xience v stent was implanted in the proximal right coronary artery. On (B)(6) 2015, the patient was taken to the hospital by ambulance and expired. Cause of death is unknown and an autopsy was not performed. No additional information was provided.